Event description:
Report received from the USA stating that the device does not function. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. Ref: (B)(4).